Event description:
The impacting ring and impaction handle was assembled and tested using a 54 mm demo shell implant. The shell was placed on the impacting ring, where the impacting ring face was flush with the rim of the shell and the handle was twisted to engage the shell. The impactor sticks in the shell and does not slide easily to the release point. Another impacting ring was used to successfully complete the surgery. The problem with the impacting ring did not cause a delay in the procedure. There is no additional medical intervention or revision surgery expected.

Manufacturer narrative:
Mfg records and quality documents were reviewed. The mfg and quality document review confirmed that all impacting rings released to the field of lot number 095924 (21 impacting rings mfg and 20 sent to medacta USA) conform to the specification valid at the time of MFR. Device has been returned and an investigation into the root cause and possible corrective action is in progress but not complete at this time.